Event description:
It was reported that the patient has not been using their implantable neurostimulator (ins) because it is giving them excruciating pain. They noted that the rate would go up or "change the speed" on its own. The patient stated that if they were lying in bed at 2.60v it would go up to 4.0v "out of nowhere". This problem has been occurring since implant.

Manufacturer narrative:
Concomitant products: product ID; 97740, serial # (B)(4), product type: programmer, patient. Product ID: 97754, serial # (B)(4), product type: recharger. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).